Manufacturer narrative:
Concomitant medical products: eq rev locking screw (cat# 320-15-05 / serial# (B)(4)); eq reverse torque defining screw kit (cat# 320-20-00 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately two years post initial left tsa, the 73 y/o male patient's reason for revision was scapular notching. The surgeon changed the glenosphere from a 38mm to a 42mm glenosphere and the patient was stable. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. X-ray received. The device is not available for evaluation as they were disposed by hospital.

Manufacturer narrative:
(H3) the revision reported was likely the result of patient conditions, which allowed for scapular notching. Upon review of the available information, there is no evidence that this event is a device-related malfunction and there is no allegation against any of the components.